Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported there was a previous free flow event of heparin at another location within the hospital network . This was reported to bd representative while on site. There was patient involvement, however outcome is unknown.